Manufacturer narrative:
The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error alarms were noted. However, the pump was received with high sleep operating currents due to corrosion. The battery tube was received with corrosion. The pump was received with a cracked case on the back at the battery tube area and battery tube threads, a cracked keypad overlay at the select button and minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 8 mmol/l. The customer stated that there is a book image with a red x on it. The customer was advised that the pump will be replaced.